Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, h3 and h6 during the procedure, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was then retracted when the user withdrew the balloon catheter until the balloon was at the distal tip of the procedural sheath (unknown). The balloon fell out of the vessel during transfemoral catheter angiography (tfca). There was no reported patient injury. The deployer was mynx certified. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The device was prepped per the IFU. There was no difficulty noted during prep of the mynx. The balloon was inflated and was able to hold pressure. The device storage area did not exceed 25 °c. The device was removed from packaging appropriately according to the IFU. There not significant resistance when device was shuttled down, and no excessive force was used. The balloon was then inflated, and the stopcock was locked. The advancer tube was engaged. The vessel diameter was verified to be greater than or equal to 5mm. The angle of access was between 30 and 45 degrees. The vessel had little tortuosity and there was no presence of pvd/calcium near the puncture site. No scar tissue was noted to be near the puncture site. There was not unusual force applied when retracting the sheath. There were no kinks noted on the sheath or device after removal. Fingertip compression was maintained on the skin during removal of the device. The sealant was reported to be stuck to device components. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the device, fully retracted. The sealant and advancer tube were observed to have remained in the outer cartridge tubing. Per functional analysis, leak testing was performed on the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator as per the mynxgrip instructions for use (IFU). Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f2017002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, however, procedural factors, such as device preparation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Additional procedural factors, as listed in the IFU, that can contribute to the reported event include not using excessive tension when the users are to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2017002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was then retracted when the user withdrew the balloon catheter until the balloon was at the distal tip of the procedural sheath (unknown). The balloon fell out of the vessel during transfemoral catheter angiography (tfca). There was no reported patient injury. The deployer was mynx certified. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The device was prepped per the IFU. There was no difficulty noted during prep of the mynx. The balloon was inflated and was able to hold pressure. The device storage area did not exceed 25 °c. The device was removed from packaging appropriately according to the IFU. There not significant resistance when device was shuttled down, and no excessive force was used. The balloon was then inflated, and the stopcock was locked. The advancer tube was engaged. The vessel diameter was verified to be greater than or equal to 5mm. The angle of access was between 30 and 45 degrees. The vessel had little tortuosity and there was no presence of pvd/calcium near the puncture site. No scar tissue was noted to be near the puncture site. There was not unusual force applied when retracting the sheath. There were no kinks noted on the sheath or device after removal. Fingertip compression was maintained on the skin during removal of the device. The sealant was reported to be stuck to device components. The device is expected to be returned for analysis.